Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status, a number of 80 charging cycles with at least 58 shock deliveries was recorded to the devices memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In a next step the memory content of the device was inspected. The inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The eri battery status was as expected.

Event description:
This device was explanted and replaced due to eri. Patient had received more than 90 appropriate shocks since the device was implanted. Thresholds on the rv and lv lead were within range, no noise or inappropriate shocks detected. Should additional information become available, this file will be updated.